Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: sample/s evaluation: received 1 sample without original packaging. The batch number on the bbc of complaint sample was 22d26gea81. Investigation results: the returned pump was filled with solution and bbc was removed. Leakage was detected at triangle tube to step down tube connection. This is a known defect and capa254452 had been initiated to address the leakage. This complaint is confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
(Translation of user facility information by bbm sales) organization in georgia: "chemo leakage." According to the customer: "after the nurse filled the pump, patient went to the home. After several hours at the same day, patient mentioned that the bag was wet."